Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the system worked great for his pain until today. The patient had a return of his target pain. The patient said his back is worse than before. The patient programmer showed stimulation on and set to c at 5.4. The patient said he does not turn it up higher because his legs start hopping like a grasshopper and says it feels like pins and needles. A rep said they would reach out to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the sudden return of pain was that the patient had stimulation turned off. The rep reviewed using the programmer and how to effectively use stim with the patient. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep believed all issues were resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.